Manufacturer narrative:
The event unit was returned to applied medical for evaluation. Testing was performed on the event unit. However, the complainant¿s experience could not be replicated or confirmed. The event unit met current specifications and there were no visible non-conformances. Although the exact root cause of the reported event could not be determined, applied medical will continue to monitor its vigilance system for trends and take appropriate actions, as necessary, to ensure the performance and safety of its products.

Event description:
Procedure performed: laparoscopic appendectomy. Limited information is available. Surgeon attempted to seal vessel twice and no sealing occurred. The device did go through the cycle but did not seal whatsoever, two different times. No patient injury. Finished the case with competitor device. Unknown if the device is available for return. Rep stated he will be going to the facility to gather additional details of the event. Additional information received via email from account manager on tuesday, 26feb2019: the hospital has the defective product to send back. Additional information received via email from account manager on tuesday, 5mar2019: lot number is unknown. The tissue was appendicial artery. The thickness/size of the tissue was 2-3mm thick. The device malfunctioned upon 1st activation and then the next several activations as well, no eschar build up because of so few activations, no need to clean, total seal failure, not fired in pooled fluids, no atpyical vascular pathology, no alarms, machine indicated normal seal cycle, no anticoagulants, no diseased tissue. End tone was heard each time activation occurred which is why they transection took place as normal. No alarms sounded at all. Not sure of the amount but it was spurting because it was arterial and there was no seal that formed. That happened at least twice. They stopped it by leaving voyant clamped on the artery to keep bleeding controlled until they could get a competitor device in and clamp and seal lateral to voyant. Intervention: completed the case with competitor device. Patient status: no patient injury.

Manufacturer narrative:
Ra has received the event device and the product has been assigned to engineering for evaluation. A follow-up report will be sent upon completion of the investigation.

Event description:
Procedure performed: laparoscopic appendectomy. Limited information is available. Surgeon attempted to seal vessel twice and no sealing occurred. The device did go through the cycle but did not seal whatsoever, two different times. No patient injury. Finished the case with competitor device. Unknown if the device is available for return. Rep stated he will be going to the facility to gather additional details of the event. Additional information received via email from account manager on tuesday, 26feb2019: the hospital has the defective product to send back. Additional information received via email from account manager on tuesday, 5mar2019: lot number is unknown. The tissue was appendicial artery. The thickness/size of the tissue was 2-3mm thick. The device malfunctioned upon 1st activation and then the next several activations as well, no eschar build up because of so few activations, no need to clean, total seal failure, not fired in pooled fluids, no atypical vascular pathology, no alarms, machine indicated normal seal cycle, no anticoagulants, no diseased tissue. End tone was heard each time activation occurred which is why they transection took place as normal. No alarms sounded at all. Not sure of the amount but it was spurting because it was arterial and there was no seal that formed. That happened at least twice. They stopped it by leaving voyant clamped on the artery to keep bleeding controlled until they could get a competitor device in and clamp and seal lateral to voyant. Intervention: completed the case with competitor device . Patient status: no patient injury.